Manufacturer narrative:
A phillips field service engineer (fse) initially reported that a patient died at this hospital while being monitored using a disposable phillip spo2 sensor. No information was provided supporting any connection between the sensor and the patient death. This complaint was entered only to document that there was no reported connection to the death. Subsequent communication revealed that there was actually no phillips product or accessory being used to monitor the patient when they died. Based on the information gathered, there was no malfunction of the device.

Event description:
A phillip field service engineer (fse) initially reported that a patient died at this hospital while being monitored using a disposable phillips spo2 sensor. No information was provided supporting any connection between the sensor and the patient death.